Event description:
It was reported that the screen on quick bolus button has stopped working. Customer had elevated blood glucose levels (200+ mg/dl).

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.